Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the multiple pre-op nurses are unable to see patient's option. A technical support specialist (tss) dialed in to the station and tested logging in using becton dickinson credentials. Tss was able to view the patient list. Then, tss dialed in to the server, logged into pes, and attempted to find the pre-op nurse but was unable to trace one. It was necessary to identify which users or roles were affected by this issue. This was the third follow-up, and there was no response from the customers end, so tss proceeded with closure. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to select patients when they login to the station, only able to see settings, home button, sign out, discrepancies, use preferences and maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.